Event description:
The patient had a headache. It was determined via surgery that the patient had a spinal fluid leak at the old catheter entry site. The catheter was "ok"; however, the physician wanted to replace the part of the catheter that was outside the spine "just in case". The catheter was revised in early december. The patient status at the time of the event was reported as "no injury". The device system was delivering dilaudid. In (B)(6), it was reported that an MRI of the lumbar spine was scheduled due to fluid collection seen on CT scan. It was noted that it was unrelated to the pump. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8 709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).